Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing disconnected at the tubing connector. However, the patient's blood glucose was normal and did not require medical treatment. No further information available.